Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that the electrolyte injection cup (eic) on the synchron lx clinical system, model lx20 pro, was overflowing during ion selective electrode (ise) maintenance. Customer stated that the calcium and chloride electrode tips were replaced that same day. The customer technical specialist (cts) advised customer to check to determine whether the line tubing underneath the flow cell of the eic was crimped. Customer confirmed that it was not crimped. Next, the cts instructed customer to put the ise on service maintenance, then to remove the eic and to flush all of its ports. Customer was then instructed to replace the eic, then prime and calibrate. The cts called customer shortly after, and customer confirmed that the troubleshooting described above effectively resolved the instrument issue as the eic was properly draining once again. Customer stated that the root cause was likely a plug in one of the eic ports. Customer stated that no patient results or samples were affected, and that no one was exposed to or harmed by the leak/overflow.